Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, product type: recharger. Product ID: 3888-33, lot# v350472, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# v350472, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6)2011, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported that she charges every day and saw a power on reset the day of this report. Her patient programmer (pp) worked and she was on program d at 8.2 volts. She had not been in any accidents or anything. It was also noted that the implantable neurostimulator recharger (insr) did charge itself. The por was a warning por. She did not have the equipment with her to troubleshoot so she was going to call back later. The patient later called back on (B)(6) 2015 and reported seeing a warning por. Her insr also would not work the morning of the call. She read how to clear the por in the book and replaced her pp batteries. She was able to use the pp and the insr was working again. She didn't know what happened; she pushed go and all of a sudden she felt electric waves going through her body when they were not there. The pp was able to connect during the call and the implantable neurostimulator (ins) was on, the battery was empty, and she was in group d, program 1 at 8.2 volts. She then used the insr and was able to start the charge. She got all coupling bars. She was absolutely sure she saw a warning por and not an info por. Everything appeared to be working at the time of the call. It was reviewed that the ins needed to be charged. Relevant medical history included stenosis. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Event description:
Additional information received from the patient reported the charger wouldn't charge the battery in their body. They called and were asked to call back when they were back home to get the program and unit. Before the patient called back they tried using the programming unit with their battery and their battery wasn't fully dead, and started working. The charger was plugged into the adaptor and started charging. The patient hadn't had the problem since.